Manufacturer narrative:
Additional information provided in h.3. H.6. And h.11. A sample was not received at investigation site for evaluation for the report of lens damaged by injector; however, the attached customer photos confirm the reported issue of a damaged lens. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. The photos reviewed confirms the reported issue of a damaged lens; however, because an injector sample was not received at the manufacturing site, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is:(B)(4) h.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non healthcare professional reported that during an intraocular lens (iol) implant procedure, the lens was scratched in delivery system. In surgeons opinion injector or cartridge caused the event. The injector felt really tight when surgeon was trying to advance the lens the lens came out all scratched up on the sides. Injector feels fine when didn't have a cartridge in it. The surgery completed with replacement lens. There was no patient impact.